Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has advised them to discontinue their byte aligner therapy. A letter of recommendation was provided from the dentist stating, the patient reported that the pain in their tmj area and masseter muscles bilaterally has worsened. It is strongly recommended that the patient stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.